Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose level of over 518 mg/dl. Customer current blood glucose was unknown. The customer had no any symptoms. Customer wife also stated that the insulin pump had some error and they are not sure about it. Customer was treated with manual injection. Troubleshooting was not performed. The device was not returned for analysis.